Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/06/2013: cracked battery compartment and dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked from the threads to the case seal. On testing, the display was noted to be dim and discolored.